Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694958, implantable tachy lead, (B)(6) 2005; d334drg, defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient heard the alarm and was instructed to do a remote transmission. The remote transmission showed oversensing, noise, high impedance and a possible fracture on the right ventricular (rv) lead. The patient was told to go to the nearest emergency room. The lead was capped and replaced. It was further reported that the patient received inappropriate therapy while in atrial fibrillation with rapid ventricular response. It was also reported that right atrial (ra) lead was undersensing during atrial fibrillation and the lead was programmed off. No patient complications have been reported as a result of this event.